Event description:
It was reported that high out of range shock impedances in triad configuration on this right ventricular (rv) lead. The device associated implantable cardioverter defibrillator (ICD) was reprogrammed to single coil configuration. Technical services (ts) recommended further troubleshooting and reprogramming options. This rv lead remains in-service. No adverse patient effects were reported.